Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the unit could not go into standby mode and annunciated a proximal pressure line disconnect alarm. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported to be using an open ended patient circuit. Technical support advised the customer to partially occlude the end of the circuit, which resolved the patient disconnect alarm and the unit was able to go into standby mode. Technical support advised the customer to complete full performance verification testing prior to putting the ventilator back in service.